Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was transferred to (B)(6) medical center on (B)(6) 2021 with centrimag support and listed for a heart transplant on (B)(6) 2021. While waiting for their transplant, the patient started complaining of a headache on (B)(6) 2021 in the setting of hypertension followed by nausea and vomiting which was treated with reglan and IV hydralazine. Roughly an hour later, the patient was found unresponsive. A stat CT(computerized tomography) scan was performed on (B)(6) 2021 which showed a large iph with intraventricular blood. Neurology and neurosurgery were consulted. The patient's pupils became fixed and dilated at which time surgical intervention was no longer an option. The patient was pronounced brain dead via apnea testing and care was withdrawn on (B)(6) 2021. No additional information was provided.